Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump is shutting down unexpectedly without presenting any sound alarm. Caller reportedly experienced elevated blood glucose level of 519 mg/dl; went to the hospital and was treated with insulin administration. Requested return of the alleged device for evaluation.